Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirms the issue of ceiling lead protection was broke. Upon troubleshooting rse found that due to collision, the housing of the ceiling lead protection was broke. To resolve the issue the fse will make the adjustments in the next preventive maintenance. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the arm cover fell off. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.